Manufacturer narrative:
(B)(4). The service engineer (se) determined that the graphic user interface (gui) printed circuit board (pcb) and breath delivery (bd) printed circuit board (pcb) need to be replaced. The customer declined the repair of the ventilator.

Event description:
It was reported that, during patient use, the ventilator became inoperable. The customer did not provide information regarding the patient being transferred to another ventilator or on patient outcome.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported no harm to the patient as a result of the event.